Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was reviewed by depuy engineering (B)(4) in (B)(4) which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device was reviewed by depuy engineering (B)(4) in (B)(4) which states: I have assessed this instrument complaint. As can be seen from the attached photographs there is a large gouge in the trial face. I have been unable to find any crack as stated in the event description only the large gouge. I am unable to ascertain the approx. Year of manufacture from the lot I/d mvmcbh940. My assessment is that this complaint is due to wear and tear (large gouge in trial face). Review of the photo confirmed the device is nicked/gouged. It should be noted the device was manufactured in jan 2015. Root cause attributed to the device being worn from normal use and servicing. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419.

Event description:
Cracked attune femoral trial that needs replacing. Patient status/ outcome / consequences: no.